Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient had poor telemetry or no telemetry with recharging. Patient has charged implantable neuro stimulator recharger (insr) and other implant charges normally but ins on the right side will not charge. Patient reported last charge session was more than one to three months ago. Patient redirected to hcp to address possible overdischarge. Patient mentioned she needs ins charged to have a scan for her knee operation. Additional information was received and patient has 2 inss and has not been able to charge one implant for over 6 months. No patient symptoms or complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported poor communication. The patient reported that she was worried because the healthcare provider (hcp) needed to do an operation to either take out the device or replace the battery because he current right implant hasn¿t been working for a year and she hadn¿t charged the implant since (B)(6) 2017. The patient noted that the implant on the left could be switched on. The patient reported that she needed an MRI. Information about a possible overdischarge and physician mode recharge (pmr) were reviewed. The patient reported that she already had that done and said that she had met with a manufacturer¿s representative (rep) in (B)(6) 2017 during her second visit at the hcp¿s office. The patient reported that the rep tried charging the implant in office, however it didn¿t work so the rep gave the patient instruction to keep doing it at home and the patient tried various time, but nothing happened and it just wouldn¿t work. The patient didn¿t have an exact date for when she last recharged but it had been about a year. The patient also reported that she had a non-device related knee surgery on (B)(6) 2017. The patient reported that before the knee surgery they scanned her and that¿s when she realized the implant wasn¿t actually working because before they did the scan, the patient said she had noticed that from her buttock down, it was all twisted and that¿s why it wasn¿t working because it was all twisted. The patient clarified that one week before the knee surgery an x-ray was done and on the x-ray, she could see that one wire was straight and one was twisted. No further complications were reported.